Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during fill one while the patient was connected. The technical service representative (tsr) advised the patient to end therapy and to start over with all new supplies. The patient stated that the patient line primed completely before they connected and they noticed as the homechoice advanced to fill one that the patient line had huge gaps of air. The patient stated that there were huge gaps of air and then a little bit of fluid followed by more gaps of air. The patient inspected the setup and the cassette after taking down their supplies and did not notice any damage to the cassette or setup. The patient could not identify the source of the air. There was no patient injury or medical intervention associated with this event. No additional information is available.